Event description:
The spring broke off of the shim resulting in inability to use attachments. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample revealed one of the springs of the attune spacer block was missing. No other product problems identified. Dva-107785-fde (line 48) risk management dfmea considers the risk associated with losing a balseal as a broadly acceptable risk (bar) and states: if the components assemble and the scrub nurse does not realize that one balseal is missing, the components will still latch, however during disassembly they may realize a balseal is missing which may result in an increase surgical time to find the missing balseal. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4 (lot), d9, h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.